Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, edema, pain, visibility/palpability and cyst.

Event description:
Patient reports "pouch around the implant, breast became harder and painful." Physician reported "constant pain, terrible visual appearance of the breast with deformity, inability to touch the left breast with the palm of the hand and even slight pressure on the breast, an usg indicated a leakage." This relates to the left device. Device has been explanted.